Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the filter bag left the control wire. The target lesion was located in the carotid artery. A 190cm filterwire ez¿ was selected for use. During the procedure, the physician attempted to deploy the filter bag; however, it was noted that the filter bag left the wire control. The physician pulled the device through the wire. The procedure was completed with another of the same device. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. A visual inspection was observed and the wire was found exposed through sheath slit, additionally, the protection wire was damaged, kinked and also there was evidence of residues between the sheath slit and protection wire. The outer diameter dimensions were found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the filter bag left the control wire. The target lesion was located in the carotid artery. A 190cm filterwire ez¿ was selected for use. During the procedure, the physician attempted to deploy the filter bag; however it was noted that the filter bag left the wire control. The physician pulled the device through the wire. The procedure was completed with another of the same device. No patient complications reported and the patient's status is stable.